Event description:
The manufacturer received information alleging a ventilator's batteries would not charge. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to charge its battery was observed. The device's power supply was replaced to address the issue.